Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas 8000 e 801 module compared to results from a centaur analyzer and the investigation site's cobas e801, cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. Based on the data provided, the elecsys ft3 iii (ft3 iii) results were discrepant. It was unknown if the results in question were reported outside of the laboratory. The customer's cobas e801 serial number was (B)(4). The serial number for the cobas e602 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this analyzer was 396459 with an expiration date of 31-mar-2020. The serial number for the cobas e411 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this analyzer was 396459 with an expiration date of 31-mar-2020. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft3 iii reagent lot used on this analyzer was 348359 with an expiration date of 31-oct-2019.

Manufacturer narrative:
A sample was sent for investigation. The ft3 value was reproducible during the investigation. The investigation results were consistent with patient antibody against the ft3 reagent antibody. The package insert states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.